Event description:
(B)(4). It was reported that the tip broke off in the pt. The generator used was a lumenis versapulse 100 during the ureteroscopy. The tip was not cleaved and stripped, device was fired inside the scope. It appeared that there was fracture on the tip before the doctor fired the laser. The tip was flushed out of the scope.

Manufacturer narrative:
The complaint is awaiting receipt of the sample to complete an investigation. Upon completion of the investigation, a follow-up report will be submitted.